Event description:
It was reported that the pt underwent a complete vaginal prolapse repair in early 2004. The anterior body (apex) and the posterior body were repaired. Post operatively, the pt has presented with mesh exposure in the posterior compartment. The physician plans to perform a revision of the tape.